Event description:
It was reported that the bd luer-lok¿ syringe with detachable bd eclipse¿ needle had foreign matter contamination noticed prior to use.

Manufacturer narrative:
Investigation summary: no sample was returned for investigation. One photo was returned for evaluation. DHR review shows during outgoing inspection, there was no abnormality observed during visual inspection. For the duration of the last 12 months, there was no quality notification raised for a similar non-conformance. Investigation conclusion: unable to observe the non-conformance from the returned photo as the photo provided was unclear. Root cause description: root cause could not be determined as there is no sample returned for investigation. Rationale: if samples are received in the future the complaint will be re-opened and re-investigated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe with detachable bd eclipse¿ needle had foreign matter contamination noticed prior to use.